Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b1, product problem was inadvertently selected, provide an additional code in section h6: health effect - impact code, and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a4: weight: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: unknown e1: establishment name: unknown e1: phone number: unknown h4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5175221. The medwatch event description stated that: "a 105 cm 6f terumo radial to peripheral destination slender sheath was used for an endovascular procedure, renal artery stenting. The sheath became entrapped in the patient due to radial artery spasm even after multiple doses of radial cocktail (nitro 200mcg, verapamil 2.5mg, heparin 5000u) and could not be removed from the patient. The procedure was terminated, and the patient was admitted to ICU, he was intubated, sedated, and paralyzed in the ICU. Subsequently the sheath was removed at the bedside. The patient was extubated the next day. No immediate harm came to the patient."